Event description:
Patient had PICC line inserted, external component became disconnected and discarded. Internal line was left insitu and unidentified for one month. Patient then required lengthy surgical procedure to retrieve migrated PICC line from right atrium. Patient was displaying signs of sepsis, cardiac arrythmias, and is now being treated as a possible endocarditis due to unidentified PICC line.

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rewj0581 showed no other similar product complaint(s) from this lot number.